Manufacturer narrative:
The reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was kinked tubing. The tube, filters, and a valve were replaced. Operator handling issues could not be excluded, as kinked tubing can be caused by customer maintenance. The investigation could not determine a specific root cause but found the issue was resolved after the service actions.

Event description:
There was an allegation of a questionable lipc (lipase) result from the cobas 8000 c 502 module. The initial result was 88 u/l, and the repeat result was 40 u/l. It was determined that the initial result did not match the patient's clinical picture. A correction was issued for the repeat value.